Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Contact reported boluses delivered from (B)(6) were not consistent with boluses typically delivered. Tandem technical support reviewed bolus history and t:connect data which indicated that the carb entry and corresponding override boluses were entered and delivered. Contact was resistant to acknowledge and stated the issue is related to the pump. Technical support suggested the feature lock option to control and monitor boluses requested by the user (child).